Manufacturer narrative:
Correction is being made to previously submitted d4 - primary UDI number updated from (B)(4) to (B)(4). Please refer to section d4-primary UDI number.

Event description:
No new information received from the customer.

Event description:
It was reported the subject device had a dirty forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probably cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.